Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer was unable to bolus for food because of the malfunction alarm. The customer's blood glucose (bg) level was impacted (361 mg/dl). The customer did not take any corrective action at the time of the call to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.